Manufacturer narrative:
One used device was returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint is confirmed. A supplier corrective action has been requested from the manufacturer.

Event description:
The user reported that the pressure infusiuon bag is losing pressure after being inflated. No harm or injury to the patient was reported.